Manufacturer narrative:
The reported field event of a set screw anomaly was confirmed in the laboratory. The device was tested on the bench and the rv and svc set screws were found damaged and all set screws had silicone material in their hex cavities. The silicone material found inside each set screw hex cavity prevented full insertion of the torque driver into the hex cavity.

Event description:
It was reported that during lead revision, the set screw could not secure the lead. Device was explanted and replaced.